Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("fragment of it is located outside the uterus, with no possibility of removal"), device dislocation ("fragment of it is located outside the uterus, with no possibility of removal") and device breakage ("the breaking of the device") in a female patient who had essure inserted (lot no. B85136). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. An unknown time later she experienced perforation (seriousness criterion medically important), allergy to metals ("the patient is allergic to one of the components (nickel)"), device dislocation (seriousness criterion medically important), device breakage (seriousness criterion medically important) and injury ("injury"). Essure treatment was not changed. At the time of the report, none of the outcomes for these events were known. The reporter considered allergy to metals, device breakage, device dislocation, injury and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: the following information were included lawyer's reporter, lot number, perforation of organ, device dislocation, nickel sensitivity, lot number added, previous event injury was upgraded to device breakage. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("hypogastric pain since insertion radiated to lumbar, pain in douglas, pain in right liliac fossa"), device breakage ("the breaking of the device"), device dislocation ("remnants in left uterine horn, fragment in right parasigmoid, recto-sigma transition, no possibility of removal, right essure not clearly identified, on x-ray rest of essure making a loop") and uterine perforation ("fragment of it located outside the uterus, no possibility of removal, three punctures during insertion") in a 32 year-old female patient who had essure inserted (lot no. B85136, c68795) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("rest of essure seen" on (B)(6) 2019) and device insertion difficult ("difficult placement in right tube by visualization, three attempts" on (B)(6) 2015). The patient had a medical history of nonsmoker, uterine fibroid calcification, overweight (bmi 28.63), parity and pain (transient before essure, subsided with oral paracetamol). Before the essures, had a quality of life of 10 out of 10. No concomitant medication. Gynecological check-ups all within normal limits before essure. No nickel allergy test before essure. The patient had a family history of epilepsy (mother) and lymphoma (brother). As concurrent condition the report mentioned allergy to metals. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion medically important), allergy to metals ("patient is allergic to one of the components (nickel)"), procedural pain ("almost unbearable pain"), dizziness ("dizziness"), dysmenorrhoea ("menstrual disorder, dysmenorrhea since the insertion of the essure") and eczema ("eczema with pruritus since insertion, anal, submammary"). On (B)(6) 2016 she experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2020 she experienced polymenorrhoea ("3 menstruations in same month"). On (B)(6) 2021 she experienced vomiting ("vomiting"). On (B)(6) 2022 she experienced abdominal distension ("swelling in rif(right iliac fossa) and above all night"). On (B)(6) 2022 she experienced nausea ("nausea"). An unknown time later she experienced device breakage (seriousness criterion intervention required), headache ("headaches"), fatigue ("fatigue"), vaginal disorder ("chronic vaginosis with foul-smelling frothy leukorrhea"), anorectal discomfort ("prevesical discomfort"), pelvic inflammatory disease ("pelvic inflammation") and asthenia ("asthenia"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics and antiinflammatory agents as well as surgery (laparoscopic bilateral salpingectomy for removal of essure (B)(6) 2019, total hysteroscopy (B)(6) 2021). At the time of the report, the outcomes for device breakage, device dislocation, uterine perforation and allergy to metals were unknown. The reporter considered abdominal distension, allergy to metals, anorectal discomfort, device breakage, device dislocation, dizziness, dysmenorrhoea, eczema, fatigue, headache, nausea, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, uterine perforation, vaginal disorder and vomiting to be related to essure administration. No causality assessment was received for essure with regard to asthenia. The reporter commented: two essure removal dates reported (B)(6) 2019 (salpingectomy) / (B)(6) 2021 (hysterectomy). -patient's account of essure insertion: the device was placed in left tube without difficulty, in the right tube, first attempt caused a strong puncture, professional withdrew said spring outwards. Second attempt again created strong puncture and almost unbearable pain. The healthcare professional again removed the spring to be placed in right tube outwards. The healthcare professional in third attempt generated strong puncture and extreme pain again, mentioned it was already placed. Patient felt such pain, dizziness, state of shock due to the strong suffered punctures, had to stay in hospital in bed from morning until afternoon. Essure lot number b85136 and on same date (B)(6) 2015, also lot number c68795 appeared. In relation to the effects from the placement, patient began to suffer severe pain in the hypogastrium, pruritus, eczema and menstrual disorders stated in the emergency reports dated (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and subsequent reports. After essure removal on (B)(6) 2019 by salpingectomy, patient continued to suffer adverse effects, but the headaches were not as severe. On (B)(6) 2020, existence of essure device fragments was confirmed. On (B)(6) 2021, total hysterectomy performed by laparoscopy. On (B)(6) 2021, x-ray in emergency due to crampy pain, image suggestive of a foreign body in the abdomen. On (B)(6) 2021: md general gynecology, reported patient continued with the same discomfort: hypogastric pain, vomiting and dizziness. Perineal itching. Clinical judgment rif(right iliac fossa) pain secondary to an allergic reaction to essure. On (B)(6) 2022, indicated the results of the CT scan ((B)(6) 2022), essure in right parasigmoid location, in recto-sigma transition. Swelling in rif and above all at night. In addition, itching in the perianal and perineal are. Action plan: follow-up every 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.629 kg/sqm. [Abdominal x-ray] on (B)(6) 2021: rest of the essure could be seen making a loop; on (B)(6) 2021: image suggestive of a foreign body in the abdomen. [Blood creatine phosphokinase] on (B)(6) 2022: high levels. [Computerised tomogram] on (B)(6) 2020: in the right hemipelvis, adjacent to sigma, a 10mm-sized, high-density linear image could be seen, compatible with an essure device fragment. Also adjacent to the anterior wall right and left of the uterus, probably in the isthmus, two images of metallic density, with a rounded morphology, were observed, compatible with fragments of the essure micro-insert. There was no pneumoperitoneum or inflammatory changes in the adjacent fat. Calcification in the thickness of the myometrium compatible with calcified myoma. Spleen access as an anatomical variant of normality. Rest of exploration without significant alterations¿. Clinical judgement: essure partially removed. Plan of action: proposed for hysterectomy; on (B)(6) 2022: CT with IV contrast of abdomen and pelvis: small bilateral pelvic adenopathies with a reactive appearance. Essure in right parasigmoid location, in recto-sigma transition. Conclusion: intra-abdominal essure in the described location. [Cytology] on (B)(6) 2016: normal; on (B)(6) 2017: normal. [Gynaecological examination] in 2022: severe elevator dysfunction of the anus and obturator, especially right one that caused pain experienced in the rif. Well-suspended canopy. Pain in the right margin of the dome. Prevesical discomfort. Symetrical breasts without palpable nodules. [Hysterosalpingogram] on (B)(6) 2016: both tubes occluded. [Hysteroscopy] on (B)(6) 2015: hypertrophic cavity, secretory endometrium. Correct bilateral placement of essure, being more difficult in the right ostium, leaving 3 intracavitary rings in the right tube and 6 intracavitary rings in the left tube. Also reported: no rings observed in the uterine cavity. Follow-up in 3 months with hysterosalpingography. [Pathology test] on (B)(6) 2019: after bilateral salpingectomy: sample a (recorded as right) it was accompanied in the same bottle was accompanied by a metallic formation¿. ¿patent tube with congested vessels and paratubal cyst¿. Sample b (recorded as left) ¿patent lumen tube with congested vessels¿. It was evident that the size of the essure supposedly removed from the right tube did not correspond to a complete essure spring measuring 40 millimeters. [Ultrasound scan] on (B)(6) 2016: left essure was seen inserted normally. Did not clearly identify right essure; on (B)(6) 2017: left essure displayed; on (B)(6) 2019: right essure could be seen very close to the ovary, and the left one does not meet the uterine horn, also close to the ovary. Clinical judgements: suspicion of displacement of the essure device; on (B)(6) 2019: saw the essure on the right side very well and the left side not so clearly; in 2022: well-suspended dome. A pelvic varicose vein was observed in the dome. Normal right ovary displayed. It was not seen the left ovary. Hyperperistalsis. Batch no: b85136. Production date: 2013-10-26. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: follow up was received via lawyer: case is now medically confirmed. Patient's date of birth / age, height, weight (overweight, medical history (none reported previously), test results (none reported previously) added. Dates of essure insertion (specified), removal (second removal date), indication, lot number (second lot number) added. Reporter comment added. Start date of allergy and dislocation, perforation added. New events: device difficult to use, procedural pain, dizziness, dysmenorrhea, abdominal pain lower, headaches, vomiting, nausea, abdominal distention, fatigue, vaginosis, eczema, anorectal discomfort, pelvic inflammation, asthenia, complication of device removal. We received a new lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("hypogastric pain since insertion radiated to lumbar, pain in douglas, pain in right liliac fossa"), device breakage ("the breaking of the device"), device dislocation ("remnants in left uterine horn, fragment in right parasigmoid, recto-sigma transition, no possibility of removal, right essure not clearly identified, on x-ray rest of essure making a loop"), uterine perforation ("fragment of it located outside the uterus, no possibility of removal, three punctures during insertion") and pelvic inflammatory disease ("pelvic inflammation") in a 32 year-old female patient who had essure inserted (lot no. B85136, c68795) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("rest of essure seen" on (B)(6) 2019) and device insertion difficult ("difficult placement in right tube by visualization, three attempts" on (B)(6) 2015). The patient had a medical history of nonsmoker, uterine fibroid calcification, overweight (bmi 28.63), parity and pain (transient before essure, subsided with oral paracetamol). Before the essures, had a quality of life of 10 out of 10. No concomitant medication. Gynecological check-ups all within normal limits before essure. No nickel allergy test before essure. The patient had a family history of epilepsy (mother) and lymphoma (brother). As concurrent condition the report mentioned allergy to metals. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion medically important), allergy to metals ("patient is allergic to one of the components (nickel)"), procedural pain ("almost unbearable pain"), dizziness ("dizziness"), dysmenorrhoea ("menstrual disorder, dysmenorrhea since the insertion of the essure") and eczema ("eczema with pruritus since insertion, anal, submammary"). On (B)(6) 2016 she experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2020 she experienced polymenorrhoea ("3 menstruations in same month"). On (B)(6) 2021 she experienced vomiting ("vomiting"). On (B)(6) 2022 she experienced abdominal distension ("swelling in rif(right iliac fossa) and above all night"). On (B)(6) 2022 she experienced nausea ("nausea"). An unknown time later she experienced device breakage (seriousness criterion intervention required), headache ("headaches"), fatigue ("fatigue"), vaginal disorder ("chronic vaginosis with foul-smelling frothy leukorrhea"), pelvic discomfort ("prevesical discomfort"), pelvic inflammatory disease (seriousness criterion medically important) and asthenia ("asthenia"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics and antiinflammatory agents as well as surgery (laparoscopic bilateral salpingectomy for removal of essure (B)(6) 2019, total hysteroscopy (B)(6) 2021). At the time of the report, the outcomes for device breakage, device dislocation, uterine perforation and allergy to metals were unknown. The reporter considered abdominal distension, allergy to metals, device breakage, device dislocation, dizziness, dysmenorrhoea, eczema, fatigue, headache, nausea, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, uterine perforation, vaginal disorder and vomiting to be related to essure administration. No causality assessment was received for essure with regard to asthenia. The reporter commented: two essure removal dates reported (B)(6) 2019 (salpingectomy) / (B)(6) 2021 (hysterectomy). -patient's account of essure insertion: the device was placed in left tube without difficulty, in the right tube, first attempt caused a strong puncture, professional withdrew said spring outwards. Second attempt again created strong puncture and almost unbearable pain. The healthcare professional again removed the spring to be placed in right tube outwards. The healthcare professional in third attempt generated strong puncture and extreme pain again, mentioned it was already placed. Patient felt such pain, dizziness, state of shock due to the strong suffered punctures, had to stay in hospital in bed from morning until afternoon. Essure lot number b85136 and on same date (B)(6) 2015, also lot number c68795 appeared. In relation to the effects from the placement, patient began to suffer severe pain in the hypogastrium, pruritus, eczema and menstrual disorders stated in the emergency reports dated (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and subsequent reports. After essure removal on (B)(6) 2019 by salpingectomy, patient continued to suffer adverse effects, but the headaches were not as severe. On (B)(6) 2020, existence of essure device fragments was confirmed. On (B)(6) 2021, total hysterectomy performed by laparoscopy. On (B)(6) 2021, x-ray in emergency due to crampy pain, image suggestive of a foreign body in the abdomen. On (B)(6) 2021: md general gynecology, reported patient continued with the same discomfort: hypogastric pain, vomiting and dizziness. Perineal itching. Clinical judgment rif(right iliac fossa) pain secondary to an allergic reaction to essure. On (B)(6) 2022, indicated the results of the CT scan (24-jan-22), essure in right parasigmoid location, in recto-sigma transition. Swelling in rif and above all at night. In addition, itching in the perianal and perineal are. Action plan: follow-up every 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.629 kg/sqm. [Abdominal x-ray] on (B)(6) 2021: rest of the essure could be seen making a loop; on (B)(6) 2021: image suggestive of a foreign body in the abdomen [blood creatine phosphokinase] on (B)(6) 2022: high levels [computerised tomogram] on (B)(6) 2020: in the right hemipelvis, adjacent to sigma, a 10mm-sized, high-density linear image could be seen, compatible with an essure device fragment. Also adjacent to the anterior wall right and left of the uterus, probably in the isthmus, two images of metallic density, with a rounded morphology, were observed, compatible with fragments of the essure micro-insert. There was no pneumoperitoneum or inflammatory changes in the adjacent fat. Calcification in the thickness of the myometrium compatible with calcified myoma. Spleen access as an anatomical variant of normality. Rest of exploration without significant alterations¿. Clinical judgement: essure partially removed. Plan of action: proposed for hysterectomy; on (B)(6) 2022: CT with IV contrast of abdomen and pelvis: small bilateral pelvic adenopathies with a reactive appearance. Essure in right parasigmoid location, in recto-sigma transition. Conclusion: intra-abdominal essure in the described location. [Cytology] on (B)(6) 2016: normal; on (B)(6) 2017: normal [gynaecological examination] in 2022: severe elevator dysfunction of the anus and obturator, especially right one that caused pain experienced in the rif. Well-suspended canopy. Pain in the right margin of the dome. Prevesical discomfort. Symetrical breasts without palpable nodules. [Hysterosalpingogram] on (B)(6) 2016: both tubes occluded [hysteroscopy] on (B)(6) 2015: hypertrophic cavity, secretory endometrium. Correct bilateral placement of essure, being more difficult in the right ostium, leaving 3 intracavitary rings in the right tube and 6 intracavitary rings in the left tube. Also reported: no rings observed in the uterine cavity. Follow-up in 3 months with hysterosalpingography [pathology test] on (B)(6) 2019: after bilateral salpingectomy: sample a (recorded as right) it was accompanied in the same bottle was accompanied by a metallic formation¿. ¿patent tube with congested vessels and paratubal cyst¿. Sample b (recorded as left) ¿patent lumen tube with congested vessels¿. It was evident that the size of the essure supposedly removed from the right tube did not correspond to a complete essure spring measuring 40 millimeters [ultrasound scan] on (B)(6) 2016: left essure was seen inserted normally. Did not clearly identify right essure; on (B)(6) 2017: left essure displayed; on (B)(6) 2019: right essure could be seen very close to the ovary, and the left one does not meet the uterine horn, also close to the ovary. Clinical judgements: suspicion of displacement of the essure device; on (B)(6) 2019: saw the essure on the right side very well and the left side not so clearly; in 2022: well-suspended dome. A pelvic varicose vein was observed in the dome. Normal right ovary displayed. It was not seen the left ovary. Hyperperistalsis batch no: b85136, production date: 2013-10-26, and expiration date: 2016-10-31. Batch no: c68795, production date: 2014-06-25, and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of product technical complaint. We received a new lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the breaking of the device'), device dislocation ('fragment of it is located outside the uterus, with no possibility of removal') and perforation ('fragment of it is located outside the uterus, with no possibility of removal') in a female patient who had essure (batch no. B85136) inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant) and allergy to metals ("the patient is allergic to one of the components (nickel)"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, perforation and allergy to metals outcome was unknown. The reporter considered allergy to metals, device breakage, device dislocation and perforation to be related to essure. Batch no.: b85136. Production date: 2013-10-26. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Hypogastric pain since insertion radiated to lumbar, pain in douglas, pain in right liliac fossa [pelvic pain female]. The breaking of the device [device breakage]. Remnants in left uterine horn, fragment in right parasigmoid, recto-sigma transition, no possibility of removal, right essure not clearly identified, on x-ray rest of essure making a loop [device dislocation]. Fragment of it located outside the uterus, no possibility of removal, three punctures during insertion [uterine perforation]. Rest of essure seen [contraceptive device removal incomplete]. Patient is allergic to one of the components (nickel) [nickel sensitivity]. Difficult placement in right tube by visualization, three attempts [device insertion difficult]. Almost unbearable pain [procedural pain]. Dizziness [dizziness]. Menstrual disorder, dysmenorrhea since the insertion of the essure [dysmenorrhea]. Headaches [headache]. 3 menstruations in same month [polymenorrhea]. Vomiting [vomiting]. Nausea [nausea]. Swelling in rif(right iliac fossa) and above all night [swelling abdomen]. Fatigue [fatigue]. Chronic vaginosis with foul-smelling frothy leukorrhea [vaginal disorder]. Eczema with pruritus since insertion, anal, submammary [eczema]. Prevesical discomfort [pelvic discomfort]. Pelvic inflammation [pelvic inflammation]. Asthenia [asthenia]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of pelvic pain ("hypogastric pain since insertion radiated to lumbar, pain in douglas, pain in right liliac fossa"), device breakage ("the breaking of the device"), device dislocation ("remnants in left uterine horn, fragment in right parasigmoid, recto-sigma transition, no possibility of removal, right essure not clearly identified, on x-ray rest of essure making a loop"), uterine perforation ("fragment of it located outside the uterus, no possibility of removal, three punctures during insertion") and pelvic inflammatory disease ("pelvic inflammation") in a 32 year-old female patient who had essure inserted (lot no. B85136, c68795) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("rest of essure seen" on (B)(6) 2019) and device insertion difficult ("difficult placement in right tube by visualization, three attempts" on (B)(6) 2015). The patient had a medical history of nonsmoker, uterine fibroid calcification, overweight (bmi 28.63), parity and pain (transient before essure, subsided with oral paracetamol). Before the essures, had a quality of life of 10 out of 10. No concomitant medication. Gynecological check-ups all within normal limits before essure. No nickel allergy test before essure. The patient had a family history of epilepsy (mother) and lymphoma (brother). As concurrent condition the report mentioned allergy to metals. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), uterine perforation (seriousness criterion medically important), allergy to metals ("patient is allergic to one of the components (nickel)"), procedural pain ("almost unbearable pain"), dizziness ("dizziness"), dysmenorrhoea ("menstrual disorder, dysmenorrhea since the insertion of the essure") and eczema ("eczema with pruritus since insertion, anal, submammary"). On (B)(6) 2016 she experienced device dislocation (seriousness criterion intervention required). In (B)(6) 2020 she experienced polymenorrhoea ("3 menstruations in same month"). On (B)(6) 2021 she experienced vomiting ("vomiting"). On (B)(6) 2022 she experienced abdominal distension ("swelling in rif(right iliac fossa) and above all night"). On (B)(6) 2022 she experienced nausea ("nausea"). On unknown date she experienced device breakage (seriousness criterion intervention required), headache ("headaches"), fatigue ("fatigue"), vaginal disorder ("chronic vaginosis with foul-smelling frothy leukorrhea"), pelvic discomfort ("prevesical discomfort"), pelvic inflammatory disease (seriousness criterion medically important) and asthenia ("asthenia"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics and antiinflammatory agents as well as surgery (laparoscopic bilateral salpingectomy for removal of essure (B)(6) 2019, total hysteroscopy (B)(6) 2021). At the time of the report, the outcomes for device breakage, device dislocation, uterine perforation and allergy to metals were unknown. The reporter considered abdominal distension, allergy to metals, device breakage, device dislocation, dizziness, dysmenorrhoea, eczema, fatigue, headache, nausea, pelvic discomfort, pelvic inflammatory disease, pelvic pain, polymenorrhoea, procedural pain, uterine perforation, vaginal disorder and vomiting to be related to essure administration. No causality assessment was received for essure with regard to asthenia. The reporter commented: two essure removal dates reported (B)(6) 2019 (salpingectomy) / (B)(6) 2021 (hysterectomy). Patient's account of essure insertion: the device was placed in left tube without difficulty, in the right tube, first attempt caused a strong puncture, professional withdrew said spring outwards. Second attempt again created strong puncture and almost unbearable pain. The healthcare professional again removed the spring to be placed in right tube outwards. The healthcare professional in third attempt generated strong puncture and extreme pain again, mentioned it was already placed. Patient felt such pain, dizziness, state of shock due to the strong suffered punctures, had to stay in hospital in bed from morning until afternoon. Essure lot number b85136 and on same date (B)(6) 2015, also lot number c68795 appeared. In relation to the effects from the placement, patient began to suffer severe pain in the hypogastrium, pruritus, eczema and menstrual disorders stated in the emergency reports dated (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and subsequent reports. After essure removal on (B)(6) 2019 by salpingectomy, patient continued to suffer adverse effects, but the headaches were not as severe. On (B)(6) 2020, existence of essure device fragments was confirmed. On (B)(6) 2021, total hysterectomy performed by laparoscopy. On (B)(6) 2021, x-ray in emergency due to crampy pain, image suggestive of a foreign body in the abdomen. On (B)(6) 2021: md general gynecology, reported patient continued with the same discomfort: hypogastric pain, vomiting and dizziness. Perineal itching. Clinical judgment rif(right iliac fossa) pain secondary to an allergic reaction to essure. On (B)(6) 2022, indicated the results of the CT scan ((B)(6) 2022), essure in right parasigmoid location, in recto-sigma transition. Swelling in rif and above all at night. In addition, itching in the perianal and perineal are. Action plan: follow-up every 6 months. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.629 kg/sqm. [Abdominal x-ray] on (B)(6) 2021: rest of the essure could be seen making a loop; on (B)(6) 2021: image suggestive of a foreign body in the abdomen [blood creatine phosphokinase] on (B)(6) 2022: high levels. [Computerised tomogram] on (B)(6) 2020: in the right hemipelvis, adjacent to sigma, a 10mm-sized, high-density linear image could be seen, compatible with an essure device fragment. Also adjacent to the anterior wall right and left of the uterus, probably in the isthmus, two images of metallic density, with a rounded morphology, were observed, compatible with fragments of the essure micro-insert. There was no pneumoperitoneum or inflammatory changes in the adjacent fat. Calcification in the thickness of the myometrium compatible with calcified myoma. Spleen access as an anatomical variant of normality. Rest of exploration without significant alterations¿. Clinical judgement: essure partially removed. Plan of action: proposed for hysterectomy; on (B)(6) 2022: CT with IV contrast of abdomen and pelvis: small bilateral pelvic adenopathies with a reactive appearance. Essure in right parasigmoid location, in recto-sigma transition. Conclusion: intra-abdominal essure in the described location. [Cytology] on (B)(6) 2016: normal; on (B)(6) 2017: normal. [Gynaecological examination] in 2022: severe elevator dysfunction of the anus and obturator, especially right one that caused pain experienced in the rif. Well-suspended canopy. Pain in the right margin of the dome. Prevesical discomfort. Symetrical breasts without palpable nodules. [Hysterosalpingogram] on (B)(6) 2016: both tubes occluded. [Hysteroscopy] on (B)(6) 2015: hypertrophic cavity, secretory endometrium. Correct bilateral placement of essure, being more difficult in the right ostium, leaving 3 intracavitary rings in the right tube and 6 intracavitary rings in the left tube. Also reported: no rings observed in the uterine cavity. Follow-up in 3 months with hysterosalpingography [pathology test] on (B)(6) 2019: after bilateral salpingectomy: sample a (recorded as right) it was accompanied in the same bottle was accompanied by a metallic formation¿. ¿patent tube with congested vessels and paratubal cyst¿. Sample b (recorded as left) ¿patent lumen tube with congested vessels¿. It was evident that the size of the essure supposedly removed from the right tube did not correspond to a complete essure spring measuring 40 millimeters [ultrasound scan] on (B)(6) 2016: left essure was seen inserted normally. Did not clearly identify right essure; on (B)(6) 2017: left essure displayed; on (B)(6) 2019: right essure could be seen very close to the ovary, and the left one does not meet the uterine horn, also close to the ovary. Clinical judgements: suspicion of displacement of the essure device; on (B)(6) 2019: saw the essure on the right side very well and the left side not so clearly; in 2022: well-suspended dome. A pelvic varicose vein was observed in the dome. Normal right ovary displayed. It was not seen the left ovary. Hyperperistalsis batch no b85136, production date (B)(6) 2013, expiration date (B)(6) 2016. Batch no c68795, production date (B)(6) 2014, expiration date (B)(6) 2017. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-nov-2024: upon receipt of follow up argus cases (B)(4) are found to be duplicate of each other, therefore argus case (B)(4) needs to mark for deletion. All source documents, references & all other relevant information been transferred to retention case (legacy device number 2951250-2024-00164). Annex e codes updated for related events. Case comments: we received a new lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.